Event description:
Surgeon was closing the bowel during a robotic sigmoid colon resection. The echelon circular powered stapler was placed into positions and was ready to fire. But it wouldn't function. There was already a green checkmark on the handle, but it hadn't fired, and the surgeon couldn't get it to fire. The patient wasn't harmed due to the event; however, it added an hour to the time in surgery because a new device had to be found and transported from another campus. The company representative was notified by the surgery staff when it happened.